Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.analysis was performed and no anomalies were found.the distal lv (low voltage) electrode of the lead was covered in blood,visual summary analysis of the lead indicated damage at implant and the lead indicated stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had atrial fibrillation (af) during implant of the right atrial (ra) lead. The lead had undersensing during implant. The physician decided not to implant the ra lead due to the patient having chronic af and implanted a single chamber pacemaker instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.